Manufacturer narrative:
(B)(4) .

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised patient to reset the device and try a new sensor session with a different sensor. No additional patient or event information is available.